Event description:
It was reported that the unit generated an e-1 error on an intermittent basis. It was further reported that the new bulb on the unit was difficult to plug in.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.